Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to the multi-function cable connector not properly seated on the connector panel. The multi-function cable retainer was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's multi-function connector was damaged and they were unable to attach a multi-function cable to the defibrillator. Complainant did not indicate that there was any patient involvement in the reported malfunction.